Event description:
Customer reported battery depletion. There was no adverse impact to the customer¿s blood glucose level. The customer declined a callback from technical support, and no further information regarding the outcome of the event was received.